Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-sep-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that biometric identifier (bio ID) did not light up. A field service engineer (fse) found that there were no lights on the bio ID device, so the universal serial bus (usb) cable was unplugged and reseated at the back of the bio ID with no change, then the usb cable was unplugged and reseated at the communication board, after which the bio ID lights illuminated and the unit was rebooted. To test the repair, the customer successfully logged in using bio ID three times, the bio ID test was run in hardware test application (hta) and passed. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the biometric identifier would not light up and required maintenance. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.